Event description:
It was reported the patient received the following results within 15 minutes: 26 mg/dl (test strip lot number 104350) and 103 mg/dl (unknown test strip lot number).

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (unknown test strip lot number), is related to case with patient identifier (B)(6) (test strip lot number 104350).